Manufacturer narrative:
The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip and pitch cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple extraperitoneal surgical procedure, the maryland bipolar forceps instrument a damaged conductor wire was identified. The procedure was completing as planned with no reported injury.